Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Other relevant device(s) are: product ID: 9 735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon traced the patient three times but was not satisfied with the accuracy. On the third trace, he also added in some touch points. The predicted accuracy was 1.1 and the green zone of accuracy encompassed the anatomy, but when touching the floor of the nose the surgeon felt he was 4mm off. Navigation was aborted and complete the case without it. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.